Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 119, 384, and 284 mg/dl within 10 minutes. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Testing was conducted on the fingers.